Event description:
It was reported to baxter?s technical service center that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 2. The technical service representative (tsr) advised the hp to start over with all new supplies and assisted with ending the therapy. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation is not complete at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed on the device with no issues noted. The device was run on a lab homechoice machine with no issues noted. The reported problem was not confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.